Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported difficult to flush, fracture, material separation and migration issues, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that sometime post port placement, the device allegedly had difficulty in flushing and the patient experienced pain. It was further reported that the device allegedly separated ,fractured, migrated and retained in the right ventricle. The patient was transferred to higher level of care for the removal of retained foreign body. The current status of the patient was unknown.